Event description:
New information received noted that there were additional transmissions of non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing on (B)(6) 2020. Programming changes were discussed, no intervention was performed. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) episodes due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was in stable condition during and after the event.